Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported constant jaw pain, and now they are needing jaw surgery. Their teeth look worse than when they started. Requesting additional information, providing information and requested diagnostic findings regarding jaw surgery.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.